Event description:
Complaint received as follows: "is customer: dentsply moulding fin on the end of catheter."

Manufacturer narrative:
Based on available information, medical determination is that this malfunction is serious. A rough or jagged edged catheter may injure the soft tissues of the urethra in the process of insertion or removal. This may result in bleeding with healing by scarring. A 3 claimed samples have been received and evaluated. The samples did not meet specification. There is a fin on the catheter tip end. Reported to the FDA on (B)(4) 2013.